Event description:
Pump was programmed to infuse 2 unknown size bags of unknown solution during a chemo treatment, 1 bag on each pump. Each pump was set at a rate of 41.7ml/hr to infuse the entire bag in 24 hours. On one side the infusion ran 25.5 hours and on the other side it ran 30 hours. No pt injury reported.